Event description:
It was further reported that manufacturer's analysis found the programmer within specification and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.